Event description:
It was reported that during the implant attempt, the threshold was not acceptable on the lead. While attempting to reposition the lead, the helix would not retract and the lead was removed. Tissue was found on the inside of the lead tip. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, it was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the guide tooth was damaged, and the lead appeared to have been damaged at implant.